Event description:
It was reported that the instruments are broken. No details as to how the damage occurred or the extent of the damage is provided only the items codes.

Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # : (B)(4). Additional information was received indicating that "it is cracked but in one piece" depuy synthes joint reconstruction does not consider this failure to be a reportable malfunction at this time. Further updates will only be provided if additional information is received that changes the regulatory determination.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the device associated with this report was returned for analysis. Examination of the returned device did not confirm the cracked condition. Instead, a chipped condition in several spots on the device was found. The reported complaint was not confirmed. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot: the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed. H10 additional narrative: added: b5, d9 corrected: h1, h3, h6 (clinical, impact and medical device problem codes).

Event description:
Additional information received indicated that the shim was cracked but in one piece.